Event description:
It is reported that customers insulin pump is not working due to physical damage. The patient's blood glucose level was not recorded. The customer stated that he had dropped his insulin pump and it no longer works. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.